Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion when there was no occlusion occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name , d4: model # , d4: unique identifier (UDI) # and g4: combination product. H11: the device was received for evaluation. During functional testing , 'upstream occlusion alarm when there is no occlusion to be found' was confirmed. Ultrasonic sensor upstream occlusion testing was performed and device passed . A review of the event history log reveled upstream occlusion had occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.